Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 16 (delivery request fail) occurred with multiple cartridges during the load process. Reportedly, the cartridge was filled with cold insulin and the customer was not priming the air out of the cartridge. The customer's blood glucose level was 232 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.